Event description:
Customer posted in saalt (B)(6) group that her iud was dislodged while removing her cup. Customer service asked customer to send an email to our team so we can properly document. Customer emailed saalt and saalt requested additional information about the customer's experience. Saalt asked if it was the customer's first time using a cup, how long their iud strings were, how long the cup had been inserted prior to the iud being expelled, and whether the customer had spoken to their doctor about using a cup with their iud before starting use with the cup. Customer responded with answers to our questions on 10/7/2020. They said that they had been using a cup alongside their iud for about 1.5 years. Their iud strings were cut short, and they couldn't remember if they had spoken to their medical provider prior to using the cup alongside their iud. They also added that their cup had been inserted overnight (about 8 hours) prior to removal, and that they always broke the seal of their cup before removing it. Saalt offered a replacement saalt soft. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud."